Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v156080, implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: ,(B)(4) ubd: 17-sep-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a return of symptoms. The patient fell and an impedance check was performed in the office reading over 4000 ohms and loss of stimulation. Two alternative electrodes were used but not efficacious. The system was replaced and the issue was resolved. The healthcare professional has no further information. No further patient complications are anticipated or expected as a result of this event.